Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient experienced discomfort and charging issue due to the position of the battery. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was repositioned. The patient was doing well postoperatively.